Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in use, but it did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Despite assistance from technical support in loading a new cartridge, the issue persisted, so the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump and instructed the customer on how to store and return the faulty pump using a pre-paid label within 10 days, which the customer understood and acknowledged.